Event description:
It was reported that the patient had no stimulation sensation. It was also reported that the device was not charging and the battery icon was not incrementing. Additional information received reported coupling and/or communication issues. The antenna locate feature was used resulting in a por (power on reset) being displayed and then the normal charging screen. Additional information received reported that the patient was not able to adjust stimulation. The display showed the "call your doctor" icon, as well as the por condition with the "warning" icon, which needs to be cleared with the clinician programmer. The patient last felt stimulation and recharged two weeks ago. The patient reported no falls/trauma and no medical procedures recently. Additional information reported the patient had no stimulation sensation and a loss of therapeutic effect. The patient was seeing a por on her patient programmer screen for two weeks and her device was not "going" anymore. The patient has been in a lot of pain for two weeks and was having issues with walking. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v118064, implanted: (B)(6) 2008. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008. Product type: recharger: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 37082-40, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension. (B)(4).